Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post implant the patient experienced pocket erosion and infection. It was noted the patient had previously had mastectomy and skin was very thin and delicate. The complete implantable pulse generator (ipg) system was explanted and replaced with wireless pacing device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.